Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end bunched distally. The undamaged crimped stent outer diameter was measured and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50x28 synergy drug-eluting stent was advanced for treatment. However, it was noted that the device was not able to pass the mammary graft and there were deformity of the meshes due to unfavorable anatomy of the patient. No patient injury was reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50x28 synergy drug-eluting stent was advanced for treatment. However, it was noted that the device was not able to pass the mammary graft and there were deformity of the meshes due to unfavorable anatomy of the patient. No patient injury was reported.